Event description:
It was reported that one of the patients leads was visible through the wound in the back but it was not poking out of he skin. The patient was placed on augmenting antibiotics and underwent a revision procedure wherein the lead was placed deeper. The patient was doing well postoperatively.